Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer blood glucose level was unknown. The customer was not assisted with troubleshooting. Customer stated that the insulin pump had dark spots on screen and diminished battery life. The device will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specifications and passed a21 error test and displacement test. No unexpected battery out limit alarm anomalies noted. No unexpected missing segment anomalies noted. No unexpected dark spot anomalies noted. (B)(4).